Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to infection. When the physician tried to pull out the lead during explant procedure, the lead broke off near the clavicle area. This ra lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This right atrial (ra) lead was kept by the hospital and is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.